Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit and replaced the insufflator due to customer satisfaction. Based on the information provided, the cause of the reported complication cannot be determined. The insufflator was returned for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and powered on with no issues. During insufflator testing, the insufflator could not insufflate or desufflate.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an anesthesia provider noted that some patients had experienced increased end-tidal carbon dioxide (co2). The customer was concerned that the calibration of the insufflator might have been producing the incorrect volume. The insufflator was proactively replaced. The anesthesia machines were also adjusted. Since both adjustments, the site has not had any further issues related to increased end-tidal co2 levels intraoperatively. No injury or procedure cancellation/conversion was reported as a result of the issue.